Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The plastic handle was broken. The arm and enclosure labels were damaged. The drape clips were missing. The wing knob was missing. A battery was included. A functional evaluation was conducted. The plastic handle did not rotate. The drape receptacle did not work. The device failed the weight test. The piston migration was at 1.9 inches. All attachments to this spider 2 functioned correctly. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with a seal failure. No containment or corrective actions are recommended at this time. Internal complaint reference: case-2020-00006757-1. Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that the attachment of the spider are sticking and difficult to get out. No case was involved. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.